Manufacturer narrative:
A replacement bis sensor simulator was ordered and shipped to the customer site to resolve the issue. Based on the information available, the cause of the reported problem is the bis sensor simulator. The investigation concludes that no further action is required at this time. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the bispectral index (bis) measurement was inaccurate. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.